Event description:
It was reported that a patient presented with loss of capture noted on the atrial lead. Upon performing an echocardiogram, the lead was found to have perforated the heart, resulting in pericardial effusion, shortness of breath, bleeding, and patient discomfort. The lead was explanted and discarded on (B)(6) 2024. The patient was stable throughout.

Event description:
It was reported that a patient presented with loss of capture noted on the atrial lead. Upon performing an echocardiogram, the lead was found to have perforated the heart, resulting in pericardial effusion, shortness of breath, bleeding, and patient discomfort. Pericardiocentesis and surgery was needed to remove the excess blood surrounding the lung. The lead was explanted and discarded on (B)(6) 2024. The patient was stable throughout.

Event description:
It was reported that a patient presented with loss of capture noted on the atrial lead. Upon performing an echocardiogram, the lead was found to have perforated the heart, resulting in pericardial effusion, shortness of breath, bleeding, and patient discomfort. The lead was explanted and discarded on (B)(6) 2024. The patient was stable throughout.

Event description:
New information received notes that a new lead was placed on (B)(6) 2024. The patient was stable throughout.